Event description:
Additional information: the patient was found to have methicillin-sensitive staphylococcus aureus (mssa), and was treated with flucloxacillin. There is no fever or episodes of sepsis. The driveline exit site exhibit continuous pus drainage and the patient has several fistulas along the driveline course.

Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted CT images confirmed the report of an outflow graft twist, which could have contributed to the reported low flow alarms. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a CT scan was performed and outflow graft twist was observed. The low flow alarms were intermittent and are now not present for the last 3 days. The patient also had a driveline infection that advanced towards the pump. The patient is on the high urgent transplant list. The patient will not undergo surgery for outflow graft twist due to the physician's concern of over burdening the patient.